Event description:
It was reported by service report that the big wheel would not retract due to broken linkage on the brake rod, possibly resulting in reduced braking force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.